Manufacturer narrative:
Unit involved in incident was not returned for evaluation. Ten unused units from the same lot number were returned instead. One of the ten units returned was found to be defective. The button on the side of this unit did not fuly advance downward. The investigation resulted for this occurrence not to be a reportable incident. The malfunction poses not consequence(s) or impact to pts since the tip of the trocar is not exposed.

Event description:
During a laparoscopic procedure, it was reported that a sensing tip trocar allegedly had its safety mechanism handicapped. The product has not yet been returned for an evaluation.